Event description:
The initial attorney report alleged pain, scarring, disfigurement and permanent injuries after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2002 - pt underwent repair of bilateral incisional hernia repair with two kugel patches the left sided hernia defect was noted to have multiple defects. On (B)(6) 2005 - pt underwent exploratory laparotomy and abdominal wall reconstruction with a non-bard mesh. An abscess cavity on the left side where the previously placed kugel patch was identified. The kugel patch was noted to be infected and removed; the abscess cavity was debrided. A sigmoid colectomy was performed. On (B)(6) 2006 - pt underwent abdominal wall reconstruction with the component separation technique using left and right rectus abdominus internal oblique advancement muscle flaps and placement of non-bard graft. The previously placed on the right side was identified and noted to be fully incorporated and intact and was left in place.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has rec'd add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info rec'd. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt developed more than three yrs post operatively which required debridement of an abdominal wall abscess and removal of the kugel patch placed on the left side. Currently, no direct connection can be made between the kugel patch and the post operative infection however the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prothesis." Additionally, product identifiers were not provided, therefore a mfg review is not possible. With the currently available info, no conclusion can be drawn. The kugel patch placed on the right side does not meet complaint criteria as it was noted to be fully intact and incorporated.